Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a hemodynamic pressure monitoring procedure. The clinical staff noted a crack located on the three-way stopcock and was leaking fluid. The device was replaced to complete the procedure for the patient. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined but may be attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.